Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain, false empty detect and use error as the clinician inappropriately set the minimum drain volume percent setting too low (60%). A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 18. The patient's drain volume was 459ml. The fill volume was 350ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she does not recall the specific patient that was using the cycler at the time of the event as they use the cycler on many patients, however, she is certain that there was no patient injury or medical intervention associated with the iipv found during evaluation. The nurse stated that there were no patient issues with this cycler. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.